Event description:
It was reported that a novum iq large volume pump underinfused. This occurred during use of the pump; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11:  a review of the event history log showed that no infusions were identified on the reported event date and nothing unusual was noted in the log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.